Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Confirmed invalid data on information received via carelink. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device noted invalid data on episode list. The device remains in use. No patient complications have been reported as a result of this event.